Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results generated from architect c16000 processing module for multiple patients. The results provided were: patient 1: sid (B)(6) initial=7.08 mmol/l /repeated on blood gas analyzer=4.7 mmol/l. Patient 2: sid (B)(6) initial=6.6 mmol/l /repeated on architect (B)(6) =3.5 mmol/l /repeated on blood gas analyzer=3.6 mmol/l. Laboratory reference range for potassium=3.5 to 5.2 mmol/l there was no reported impact to patient management.

Event description:
The customer observed falsely elevated potassium results generated from architect c16000 processing module for multiple patients. The results provided were: patient 1: sid (B)(6) initial=7.08 mmol/l /repeated on blood gas analyzer=4.7 mmol/l patient 2: sid (B)(6) initial=6.6 mmol/l /repeated on architect c1601435=3.5 mmol/l /repeated on blood gas analyzer=3.6 mmol/l laboratory reference range for potassium=3.5 to 5.2 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected and replaced the tubing, peristaltic head (rohs) (7-35009685-04), which resolved the issue. A review of the architect c16000 processing module, serial number (B)(6)service history found revealed no additional service tickets associated with falsely elevated potassium patient results after service intervention. A review of complaint and trending data for the architect c16000 processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the architect tubing, peristaltic head did not identify an increase in complaint activity. The architect system operations manual addresses operational precautions and limitations and troubleshooting erratic/discrepant results. The architect c16000 system service and support manual provides removal and replacement procedures for the tubing, peristaltic head. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c16000 processing module, serial number (B)(6), or the tubing, peristaltic head (rohs).